Manufacturer narrative:
Follow-up #1: date of submission 08/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/25/2016 with the following findings: the pump's black box data showed a pump reboot event following an unconfirmed replace battery alarm on the date of the complaint. Power rebooting was not duplicated during the investigation. The pump was run on a 24 hour basal program using a test cap with no intermittent power/reboot occurrences or alarms. There was visible rust inside the battery compartment. A leak test passed with no leaks detected. There was no evidence of moisture found internally.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had intermittent power and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.